Manufacturer narrative:
As no further information is expected, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead was removed due to an infection. The lead was discarded by the facility. No further patient symptoms were reported.